Event description:
On (B)(6) 2010, patient reported the up and down buttons and the menu and check key are no longer responding on her infusion device. Patient stated she went to change the insulin cartridge and everything was okay today. Patient reported she attempted to deliver a bolus and the up and down buttons stopped responding. Patient stated she then attempted to press the menu and check keys and they were also not responding. Verified the patient does not have the key lock function activated. Patient reported her basal rate is currently displayed on her infusion device. Advised it would not be recommended to continue to use the infusion device. Advised to switch to backup infusion device. Patient stated she is currently not at home but will switch when she is able to. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.